Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #mmh-9988-1448, lot # fm073555, description: mitch trh md hd sz 48+4, manufacturer: (B)(4). Cat #mac-9988-4854, lot # fm060441, description: std mitch trh cp sz 48/54, manufacturer: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The solicitors letter of claim reported that the patient was implanted with a stryker accolade tmzf stem, mitch modular head and mitch acetabular cup on (B)(6) 2009 and that due to pain and discomfort experienced following this surgery, the patient underwent revision surgery on (B)(6) 2015.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, post revision x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
The solicitors letter of claim reported that the patient was implanted with a stryker accolade tmzf stem, mitch modular head and mitch acetabular cup on (B)(6) 2009 and that due to pain and discomfort experienced following this surgery, the patient underwent revision surgery on (B)(6) 2015.